Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 and 4 had failed to open. A field service engineer (fse) found that drawers 3 and 4 were not detected, and no lights were present on the module controller. Using a meter, fse verified that the drawer controllers were functioning correctly. The module controller was replaced to resolve the issue. The drawers were then configured and tested successfully. The customer also confirmed successful testing of the drawers within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users were unable to remove items from the drawer, and after remoting in, the drawer did not populate in the application. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.